Event description:
It was reported that the anchor was broken. No patient injury was reported.

Manufacturer narrative:
One (B)(4) footprint ultra pk 4.5 mm suture anchor returned. The complaint said ¿it was reported that the anchor was broken.¿ this occurred during a rotator cuff repair. No suture was returned except one green poly suture. The anchor was returned. The 2nd barb has been broken from one side. The device does not show signs of aggressive use. The shaft is straight. The distal inner tip is undamaged and spins concentrically. A functional evaluation was performed and the torque limiter functioned as intended. Audible click was heard with advancement. Method of site prep was later confirmed to be a 3.8mm awl on normal patient bone quality. This is aligned with IFU recommendations. No root cause was determined.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. Complaint history search revealed no additional complaints for this production lot.